Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Catheter was flushed prior to insertion and there were no issues with it then. PICC catheter was inserted. However, when trying to remove the guide wire, I noticed the catheter was leaking. As I was pulling out the guide wire, I noticed the leaking happening where the purple cover stops and catheter only shows. An end over end technique was used to remove the damaged catheter and a new one was inserted successfully.

Event description:
Catheter was flushed prior to insertion and there were no issues with it then. PICC catheter was inserted. However, when trying to remove the guide wire, I noticed the catheter was leaking. As I was pulling out the guide wire, I noticed the leaking happening where the purple cover stops and catheter only shows. An end over end technique was used to remove the damaged catheter and a new one was inserted successfully.

Manufacturer narrative:
One catheter was returned for review. Visual inspection of the catheter found breakage/separation just below the strain relief. Based on the evaluation of the breakage/separation site, it appears the tubing was inadvertently cut with a sharp tool.